Event description:
It was reported that when the device was used during an unk procedure, the device only cut, it did not form a complete staple line (fired three staples). It was not reported how the procedure was completed. There was no reported pt consequence.